Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was also reported that the insulin pump gave customer insulin while he was sleeping and customer does not feel that the insulin pump was under delivering the insulin.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 490 mg/dl at the time of the incident. The customer was at 165 mg/dl at the time of admission, and 271 mg/dl at the time of the call. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a low and fell off a treadmill 3 weeks prior to the call. The customer was using a competitor's sensor system. The insulin pump will not be returned for analysis.